Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that infusion set's tubing came straight out of the quick release while the patient was sleeping, doing nothing out of ordinary routine. This issue occurred three times and recently, last week on (B)(6) 2019, the same issue occurred two times. The site location was at patient's buttock and the pump was hooked on his side, to his pants. The infusion had been in use for only a day and a half. Reportedly, the infusions were stored inside of a cabinet in the house. The patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.